Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the hole. Although the cannula was damaged, the timing and cause of the damage are unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level was greater than 250 mg/dl and that there was insulin leaking noted at the site. The pod was worn between 25 and 36 hours on the arm. No information was provided on how the hyperglycemia was treated.